Event description:
Rv impedance>2000ohm, hv impedance is out of range; increased thresholds.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: further analysis completed; results show outer insulation separation; full lead analyzed. Tdc000334r no anomalies foundtdc000334r outer insulation breached depression. Other: impedance>2000ohm, hv impedance is out of range; increased thresholds. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed, visual examination; component/subassembly failure. Insulation, device performed according to specifications. Device was out of specification in a manner that relates to event; impedance, high, high threshold.

Event description:
Rv impedance>2000ohm, hv impedance is out of range; increased thresholds.

Event description:
Rv impedance >2000ohms, hv impedance out of range.